Event description:
It was reported that the universal bending pliers broke during ordinary use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation visual inspection revealed that the instrument was broken. The investigations have shown that one prong is broken on the complained pliers. The exact cause which has led to this damage was unable to be determined.